Event description:
Consumer called to report monitor is not reading accurately. Analysis run on consensus error grid using mean reading (312) as reference point vs. Bd readings (136, 488) yielded data points in the c range of the grid, outside of acceptable limits.